Event description:
It was reported that a user experienced a hyperglycemia event while using the ilet, with a blood glucose of 253 mg/dl and no associated symptoms; the user had recently changed the infusion site, received troubleshooting and education, and declined a call back while expecting glucose to trend down. Symptoms included no reported clinical effects. Outcomes included no functional impact, no medical intervention, and no hospitalization. Investigation included review of the event details and troubleshooting guidance provided by support. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event temporally associated with an infusion site change and managed conservatively. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.